Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) the device was returned and no anomalies were found. There were tool marks on the device shield.

Event description:
It was reported that episodes detected as an asystole episode may not have been true asystole. Device still in use. No patient complications reported as a result of this event.

Event description:
It was reported that episodes detected as an asystole episode may not have been true asystole. Device still in use. No patient complications reported as a result of this event. It was further reported that the device was extracted and replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.